Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male tip of a clearlink system continu-flo solution set broke off while in use with a non- baxter extension set. This was identified during an unspecified process step during patient use, however, this was further described as "the event did not occur during a patient infusion". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5. B5: the affected product is two (2), previously submitted as one (1). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation conclusions: replace d1102 with d15. One (1) actual device was received for evaluation [previously reported as quantity two (2)]. The cause of the condition could not be determined (previously submitted as user related). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. A visual inspection was performed which observed the male luer was cracked into the b braun extension. It was further noticed on samples, a trace of external force applied to the components, making an appearance of white color, on the cracked of the components. The reported condition was verified. The cause of the condition is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.